Event description:
During a preventive maintenance of the iabp at the maquet loaner facility, the company rep observed that the display of the iabp had vertical lines running through it with all info visible. Also, he was unable to calibrate the helium regulator transducer. No pt was involved.

Manufacturer narrative:
The product device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The svc rep replaced the display (part # 0160-00-0113, "display, lcd panel, (B)(4)) and the helium regulator assembly part # 0119-00-0208). In addition, but unrelated, the svc rep observed that the IV pole was bent. The svc rep replaced the bent IV pole and mount. In addition, but unrelated, the svc rep replaced the iabp batteries (p/n # 146-00-0039) as a part of the pm. The svc rep then completed the pm by completing full calibration, functional tests and safety checks to meet factory specifications. The unit functioned normally and was returned to the depot. The replaced display and helium regulator assembly were received by the manufacturing facility at (B)(4), for eval. The helium transducer was evaluated and confirmed to fail to calibrate. The root cause of not being able to calibrate the helium pressure transducer was due to the debris on the transducer diaphragm. The reason for the debris on the transducer diaphragm cannot be determined with the available info. A supplemental medwatch report will be submitted when add'l info becomes available. Ref: (B)(4).